Event description:
Device results did not compare to lab results on patient. Strips were alleged to be "black" after use. The patient was admitted and treated for high blood glucose. Daily controls tested within range. Patient presented with severe dehydration, per labeling, "...readings may be lower than true concentrations in hyperglycemic-hyperosmolar state, with or without ketosis."